Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure "automatic brightness adjustment does not work" was confirmed, but "grainy image" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken. Based on the results of the investigation, and since the device malfunction "grainy image" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to "automatic brightness adjustment does not work" the cause was due to a broken charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a grainy image and the light output was not optimal (level 1: too dim. Level 2: too bright). This event occurred during a hysterectomy procedure. The procedure was complete with an olympus back-up device. There were no reports of patient harm.